Manufacturer narrative:
Investigation conclusion: retention products for the reported lot number were tested with cut-off hcg urine standard (25 miu/ml) and clinical high hcg urine (212.3, 215.2, 221.9 iu/ml). All devices produced expected positive results at the read time. No false negative results were observed during testing. Manufacturing batch record review did not uncover any abnormalities and qc data met specifications. The reported complaint for false negatives was not replicated as retention products performed as expected. It was identified that the product was used prior to the product reaching room temperature. As stated in the directions for use, "allow the test cassette, urine specimen and/or controls to equilibrate to room temperature (15-30°c/59-86°f) prior to testing. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity of the test. When pregnancy is still suspected, a first-morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Troubleshooting was conducted with the customer. The directions for use and limitations sections of the package insert were discussed with specific emphasis on the following: allowing the test cassette, urine specimen and/or controls to equilibrate room temperature (15-30°c/59-86°f) prior to testing. Very dilute urine specimens, as indicated by a low specific- gravity, may not contain representative levels of hcg. If pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. Reviewed hcg product information notice (pin) with customer which discusses the intended use and limitations of the test. Investigation conclusion: retention products for the reported lot number were tested with cut-off hcg urine standard (25 miu/ml) and clinical high hcg urine (212.3, 215.2, 221.9 iu/ml). All devices produced expected positive results at the read time. No false negative results were observed during testing. Manufacturing batch record review did not uncover any abnormalities and qc data met specifications. The reported complaint for false negatives was not replicated as retention products performed as expected. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity of the test. When pregnancy is still suspected, a first-morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Product not returned for investigation.

Event description:
Unconfirmed false negative results were obtained on the henry schein one step+ hcg urine cassette test. No further information able to be provided. Although further information was requested, no further information was able to be provided.